Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an ipg on (B)(6) 2010. It was reported that she could no longer communicate with the device via the charging system. The physician replaced her ipg with a different model and effective stimulation was captured. Follow-up on the patient found no new issues reported.